Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.h11 additional narrative:investigation summary: the product was returned to depuy synthes for evaluation.visual inspection revealed signs of usage on its overall surface. Additionally, a foreign substance was identified inside the electrical port. Even though there is no certainty of the origin of the foreign substance observed, this condition can be traced to improper cleaning or maintenance. Instructions for use (IFU) indicates the proper handling and care process of all velys reusable instruments.a dimensional inspection was not performed since it was not applicable to the complaint condition.functional test was performed using a saw wing fixture as a depuy synthes sample. Functional test revealed undesired movement and play between the sasi clamp and sasi itself, but not between the saw-sasi clamp mechanism and the saw.the observed undesirable mechanical play between the saw clamp and the sasi body is a known product issue addressed through the depuy synthes quality management system.the overall complaint was confirmed as the observed condition of the velys saw interface right would have contributed to a device issue.the connection issues between the sasi and saw handpiece are known product issues. Based on the investigation findings, the root cause of the undesired movement or play is traced to design. The connection issues with the saw handpiece, is a known product issue and is addressed through a CAPA.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, when using the robotic assisted saw interface device (sasi) right, the robotic assisted array clamp device, robotic assisted base station device, and the robotic assisted satellite station device an error occurred while doing the right side tka. It was reported that the device was continuously popping (expected distance between saw and device had changed) and the array clamp was loose. During in-house engineering evaluation functional test revealed undesired movement and play between the sasi clamp and sasi itself. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. No additional information could be provided.